Event description:
It was reported in a scientific article that the one pt required lead revision for persistent neck pain. No additional information was provided.

Manufacturer narrative:
Article reference: elliott r, et al. "Refractory epilepsy in tuberous sclerosis: vagus nerve stimulation with or without subsequent resective surgery" epilepsy and behavior 2009.